Event description:
Customer called to report a pod that was hard to fill with insulin. She stated that she activated the pod anyway and wore it for about 12 hours. Her blood glucose (bg) wound up greater than 300 mg/dl. The customer was instructed not to attempt to activate pods that she had to force insulin into. As indicated in the instructions for use. No further information is available.

Manufacturer narrative:
The product will not be returned so no evaluation is possible. The customer noticed it was hard to put insulin into the pod during the fill process which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "cracking" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any cracking noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.